Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The download data from the returned device showed an 0x14 occlusion alarm was generated during pod operation. During the investigation, multiple attempts were made to rerun the device. The device was reset, connected to a pdm, but suffered a communication error before a 5u bolus could be initiated. The exposed portion of the soft cannula was measured out of specification. Despite the damage to the soft cannula, fluid was able to flow freely through the entire fluid path. No blockages or damages of the hard cannula or other components of the fluid path were observed. The exact cause of the alarm could not be determined.

Event description:
It was reported the patients blood glucose level rose to 300 mg/dl while wearing the pod between 24 and 36 hours. As treatment the patient replaced the pod.